Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and error alarm confirm in alarm history. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected error alarm or error alarm during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a watchdog set test failure alarm then a motor error alarm during infusion set change and filling tubing. Customer's blood glucose was 220 mg/dl. Customer was unable to clear the alarm. Customer reported the insulin pump alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.